Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in d4: catalog number and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a virage closure top final driver broke off intra-operatively. The surgeon opted to leave the driver tip in the closure top. The side that this occurred on was not revised and the surgeon went up a level on the other side. This caused a delay to the surgery of 40-45-minutes.

Event description:
It was reported that the tip of a virage closure top final driver broke off intra-operatively. The surgeon opted to leave the driver tip in the closure top. The side that this occurred on was not revised and the surgeon went up a level on the other side. This caused a delay to the surgery of 40-45-minutes.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.